Event description:
The button requires to be pushed very hard to get the needle to retract and if it is not pushed hard enough then the needle is not retracting or is very slow to retract. Staff describe it as if the needle is almost getting stuck in the vein. This is leading to many near miss needle sticks throughout our department. The exact date is unknown. The concern is risk for the clinician with the needle slow or unable to retract, as well as the potential need of additional piv insertions for the patient. No harm or injury occurred with these

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle did not fully retract was confirmed and the cause appeared to be manufacturing related. Representative 18g insyte autoguard bc devices from lot #5051384 were provided for investigation. A functional test showed that the catheter was able to loosen from the needle and no tip adhesion appeared to contribute to the reported issue. Each safety mechanism was activated, which allowed each needle to retract; however, the flash notch of one needle became caught on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.